Manufacturer narrative:
This retrospective pregnancy case was reported by a physician and describes the occurrence of placenta accreta ("placenta percreta"), pregnancy with contraceptive device ("placenta percreta") and endometrial ablation ("ablation") in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced placenta accreta (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and endometrial ablation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the placenta accreta, pregnancy with contraceptive device and endometrial ablation outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for endometrial ablation, placenta accreta and pregnancy with contraceptive device with essure. The reporter commented: in addition to essure, the patient also had an ablation. It is unknown if ablation procedure was concominent with essure procedure or if ablation was done after essure. It is also unknown if an hsg (to check placement) was ever performed before ablation. Diagnostic results: on an unknown date, patient has had a CT scan but the purpose of this CT scan was unknown, it was also unknown if CT scan was related to essure or some other reason. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and an unspecified time later she was diagnosed with placenta percreta. She was treated with total hysterectomy with bilateral salpingectomy. It was also informed patient had an ablation, but the reason for this procedure was not specified. Placenta accreta refers to an abnormality of placental implantation in which the anchoring placental villi attach to myometrium rather than decidua, resulting in a morbidly adherent placenta. The variation percreta refers to the worst form of the condition, when the chorionic villi penetrate through the myometrium to the uterine serosa or adjacent organs. The pathogenesis of placenta accreta is not known with certainty. The most common theory is that defective decidualization (thin, poorly formed, or absent decidua) related to previous surgery or to anatomical factors (endocervix, lower uterine segment, endosalpinx, uterine anomaly) allows the placenta to attach directly to the myometrium. Hysterectomy is usually required as treatment of this condition. In this case patient had an endometrial ablation; this procedure may result in uterine scarring that might have been a contributory role in the reported event. However, considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus; a mechanical interference between the device and the placenta cannot be excluded. This case was classified as incident since surgical intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is being sought.

Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of placenta accreta ("placenta percreta"), pregnancy with contraceptive device ("placenta percreta") and endometrial ablation ("ablation") in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced placenta accreta (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and endometrial ablation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the placenta accreta, pregnancy with contraceptive device and endometrial ablation outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for endometrial ablation, placenta accreta and pregnancy with contraceptive device with essure. The reporter commented in addition to essure, the patient also had an ablation. It is unknown if ablation procedure was concomitant with essure procedure or if ablation was done after essure. It is also unknown if an hsg (to check placement) was ever performed before ablation. Diagnostic results: on an unknown date, patient has had a CT scan but the purpose of this CT scan was unknown, it was also unknown if CT scan was related to essure or some other reason. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and an unspecified time later she was diagnosed with placenta percreta. She was treated with total hysterectomy with bilateral salpingectomy. It was also informed patient had an ablation, but the reason for this procedure was not specified. Placenta accreta refers to an abnormality of placental implantation in which the anchoring placental villi attach to myometrium rather than decidua, resulting in a morbidly adherent placenta. The variation percreta refers to the worst form of the condition, when the chorionic villi penetrate through the myometrium to the uterine serosa or adjacent organs. The pathogenesis of placenta accreta is not known with certainty. The most common theory is that defective decidualization (thin, poorly formed, or absent decidua) related to previous surgery or to anatomical factors (endocervix, lower uterine segment, endosalpinx, uterine anomaly) allows the placenta to attach directly to the myometrium. Hysterectomy is usually required as treatment of this condition. In this case patient had an endometrial ablation; this procedure may result in uterine scarring that might have been a contributory role in the reported event. However, considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus; a mechanical interference between the device and the placenta cannot be excluded. This case was classified as incident since surgical intervention was required. A product technical analysis and further information are being sought.